Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant close door alarms were confirmed and reproduced during the device evaluation, while attempting to shut off the pump after running a loaded set. This condition was determined to been caused by loose link screws. The link screws were replaced.